Event description:
Event description guidant received information that this pacemaker, which is part of an advisory regarding the crystal timing component, had missing impedance values in the daily measurements. Only 'n/a' is indicated in the daily measurement screen. The caller was inquiring the reason for this, and also mentioned a non-specific sensing issue that required technical services to review faxed-in strips.